Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. During visual inspection it was confirmed that the downstream occlusion (dso) seal was damaged. The complaint was upheld, and the dso seal was replaced with a new one. Performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a delaminated and torn downstream occlusion seal. The universal serial bus (usb) port was pushed in. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.